Event description:
The patient had one of the percutaneous CT's in place. Later on he suffered a decompensation which turned out to be re-accumulation of a pneumothorax. 40ml of air was removed with rapid re-accumulation of the pneumothorax. An 8 fr atrium chest tube (CT) was placed while leaving the previous CT in place. The atrium CT is pvc based and came without a trocar. The atrium CT was in good position, anterior to the lung and initially seemed to work well. The following day, the percutaneous CT since there was no activity and no pneumothorax on cxr. The next day, the patient again suffered another setback, which was revealed to be another pneumothorax. This time 140ml of air was removed and an additional 50 ml was aspirated when a syringe was attached to it. This implied that the CT was not blocked. Yet it failed to work. A 2nd atrium CT was placed above the previous and again, all seemed well from a pneumothorax standpoint. The next day, with 2 atrium CT's in good position, the patient reaccumulated another tension pneumothorax, only this time we tapped 185ml of air. The atrium CT's were not performing well and a 3rd was placed CT below the other 2, this time using a 9.6 silicone tube from another company. After this one was placed, the patient had no more issues with pneumothorax re-accumulation up until the time of his demise. The 8fr atrium catheter does not have a trocar and the tip is not patent. It has 2 side portholes for drainage. These portholes must have become obstructed with lung tissue etc. And hence failed to drain the free air. The other product does have a trocar and has a patent tip as well as 2 proximal portholes. I think the lack of an opening at the tip of the atrium was the critical issue here. The other product performed seamlessly. The larger atrium CT's come with a trocar and have a patent tip, and I don't recall ever having as issue with them.